Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a unresponsive buttons. The customer¿s blood glucose was 5.2 mmol/l. Troubleshooting was done for keypad anomaly. Customer stated that the numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that the buttons were not responding. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the down keypad button was not working. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement, and self tests due to the keypad anomaly.